Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at 4.3 mg/day) and bupivacaine (20 mg/ml at 8.793 mg/day) via an implanted pump. It was reported that the patient had an MRI on (B)(6) 2020 but did not come to the clinic to have his pump checked afterwards. During the patient¿s refill/reprogramming appointment on (B)(6) 2020 the physician received a motor stall message during interrogation. No volume discrepancies were mentioned. He completed the refill and notified a company representative. When the reporter got there, she interrogated the patient¿s pump and reviewed the pump logs which showed ¿critical alarm pump motor stall occurred on (B)(6) 2020 at 3:25 pm; critical alarm stopped pump duration exceeded 48 hours on (B)(6) 2020 at 3:25 pm; and pump motor stall recovery on (B)(6) 2020 at 10:38 am¿. The recovery time of the motor stall was when the hcp had updated the pump. The patient said he did notice his pain returning in his legs but denied any withdrawal symptoms. When asked if he heard beeping/alarms going of he said he was deaf in one ear so he couldn¿t hear the alarms; however, his wife mentioned hearing a beeping noise. No actions/interventions were taken other than reiterating/educating the patient on the importance of notifying his physician when he has an MRI and to make sure he comes to the office afterwards to have his pump interrogated. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.